Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 104) was confirmed. Upon investigation the monitor was unable to complete incoming testing or patient download. The cause for the failure was isolated to a defective sd card, causing fault. The root cause for the defective sd card could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 104.